Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned, but did not exhibit any sensing, nor any pacing or capture. Multiple analyzer cables were used to test the lead without success. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.